Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center image kept stuttering and showing horizontal stripes. The issue occurred during preparation for use in an unspecified procedure. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, g2, h3, h4, h6 an olympus field service engineer (fse) was dispatched to perform additional troubleshooting. The fse confirmed that there were multiple instances of endoscopic image flickering during the use of the device. The device was transferred to another diagnosis and treatment room for troubleshooting, and the image keep stuttering, and showing horizontal stripes fault was reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the flickering of endoscopic images was found to be related to the oxidation that caused a poor circuit in the circuit board. Olympus will continue to monitor field performance for this device.